Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Medical records were received from the patient's treatment facility. Medical records indicated patient was diagnosed with umbilical hernia on an approximate date of (B)(6) 2016. During follow-up with patient's nurse she stated that the patient was admitted to the hospital on (B)(6) 2016 due to worsening umbilical hernia. Patient's nurse stated patient was temporarily removed from peritoneal dialysis and transferred to in center hemodialysis. Patient's nurse stated she did not think the patient was connected to the liberty cycler when he was admitted. No further information was provided at the time of this report.